Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited noise and a diagnostic anomaly where no atrial fibrillation (af) alerts were sent through for several months despite the patient having a persistent atrial fibrillation (af) episode. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of not triggering an af burden alert for a long af episode was confirmed. Based on the information provided, it was determined that the firmware flag was stuck preventing new alerts from triggering.